Manufacturer narrative:
Model number/catalog number:72404131. Serial number: n/a. Batch/lot number:1100640609. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) # :(B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100668651. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician determined that a higher pressure balloon was needed; therefore, the device was explanted and replaced. No further patient complications were reported.